Event description:
It was reported that the pump experienced a malfunction, which had occurred two times before without being reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, ensuring the customer would receive a pump with updated software and providing instructions on using the replacement. The customer will use their current pump for insulin therapy until the replacement pump arrives.